Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery for a pulmonary arteriovenous malformation (avm) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician placed three pc400 coils into the target vessel using a px slim delivery microcatheter (px slim). The physician then made several attempts to deploy a new pc400 coil; however, the coil unintentionally detached and the physician indicated that there was no resistance. The detached coil was pushed in but was placed outside of the target vessel. Therefore, the physician attempted to remove the pc400 coil using a snare device but was unsuccessful. The pc400 coil was left in the outflow vessel from the aneurysm. After performing an angiography, the physician decided that the situation was under control and completed the procedure by switching out the px slim for a coiling support and another manufacturer's coils. There was no report of an adverse effect to the patient.